Manufacturer narrative:
Correction: h6 clinical code plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis and had catheter removed requiring the patient's account to be put on hold. The pdrn advised that the patient had a recurring infection. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had just completed a round of antibiotics for a peritonitis event and went to the hospital on (B)(6) 2025 due to unresolved abdominal pain and cloudy pd effluent. The patient had pd cultures obtained. The cultures were positive for pseudomonas (no species provided) and serratia marcescens. During the hospitalization, the patient¿s pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). No information pertaining to the patient¿s antibiotic regimen was available. The peritonitis event has been classified as recurrent, an episode that occurs within 4 weeks of completion of therapy of a prior episode but with a different organism. The suspected cause of the peritonitis is a breach in aseptic technique, but that could not be confirmed. No further information was available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of recurrent peritonitis with hospitalization and subsequent transition to hd. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis is a breach in aseptic technique although it was not confirmed. Serratia is commonly found in the urinary, gastrointestinal, and respiratory tracts whereas pseudomonas is common to occur after a recent course of antibiotics for peritonitis. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient had peritonitis and had catheter removed requiring the patient's account to be put on hold. The pdrn advised that the patient had a recurring infection. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had just completed a round of antibiotics for a peritonitis event and went to the hospital on (B)(6) 2025 due to unresolved abdominal pain and cloudy pd effluent. The patient had pd cultures obtained. The cultures were positive for pseudomonas (no species provided) and serratia marcescens. During the hospitalization, the patient's pd catheter was removed. The patient was transitioned to in-center hemodialysis (hd). No information pertaining to the patient's antibiotic regimen was available. The peritonitis event has been classified as recurrent, an episode that occurs within 4 weeks of completion of therapy of a prior episode but with a different organism. The suspected cause of the peritonitis is a breach in aseptic technique, but that could not be confirmed. No further information was available.